Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.50x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2020. It was reported that crossing difficulty was encountered. The target lesion was located in the severely calcified left coronary artery. A 2.50x16mm promus element plus drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a non-boston scientific device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.